Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following discomfort and pain symptoms. It was noted that at a previous follow-up in clinic, episodes of undersensing were observed on the device. Further investigation was performed, however, no anomalies were discovered. Technical support was contacted and confirmed episodes of far field r-wave oversensing resulting in mode switch occurred in december 2020. The device was reprogrammed to resolve the event. The patient was stable.